Event description:
The surgeon attempted to fire the clip applier multiple times. The flanges on the clipper would not close. The surgeon could not remove the clip applier from the patient without removing the trocar. The device was removed from the sterile field. There was no harm to the patient and the procedure was completed with another device.

Event description:
The surgeon attempted to fire the clip applier multiple times. The flanges on the clipper would not close. The surgeon could not remove the clip applier from the patient without removing the trocar. The device was removed from the sterile field. There was no harm to the patient and the procedure was completed with another device.